Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device gave a battery fault alarm. This event was reported to have occurred during clinical use. There was no patient or user harmed. The patient was moved to an alternate ventilator. An authorized service provider (asp) was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) determined the battery age in the device was over its life expectancy of 5 years. The customer declined to have the asp replace the battery. The asp was informed that the device is tested and back in service. The v60 service and user manuals indicate that the battery should be replaced every 5 years as per the preventative maintenance procedure. Based on this information, it has been concluded that the reported event occurred due to user error and not a device malfunction. The device functioned as intended.